Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields: d8, h4, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The issue was identified during installation of the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a b30 communication error was shown. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.